Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the dc/dc printed circuit board (pcb) as the most probable cause as it was not possible to reproduce the issue and sent back for further investigation. No device logs were provided. The returned dc/dc pcb has been tested in a ventilator. It passed several pre-use checks. No issues were found during ventilation for 2 days. It passed another pre-use check after ventilation without any issue. The main functions of the dc/dc pcb are on/off control, control of the battery modules, control of fans and connection to the user interface. It also supplies required internal voltages. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced neither at the customer nor manufacturer site. Therefore, it was not possible to confirm if the replaced pcb was faulty.